Manufacturer narrative:
The reported event was caused by user error. The instructions for use state the device should never be used in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen enriched environments.

Event description:
During surgery at the neck/head region, while using oxygen (supplied to patient), pencil was activated igniting the oxygen under the drapping. In turn, igniting a lap sponge which burnt the patient.